Event description:
Hcp reports one incident of a pt reaction with the psn 210 dialyzer. At the start of treatment, pt complained of chest and heart pain, nausea amnd emesis, anxiety, and "felt like she was dying". Treatment was stopped and blood was not returned to the pt with an estimated blood loss of 250cc-300cc. Pt was administered benadryl (50mg po). Treatment was continued with a cahp-210 dialyzer and completed without further incident. Hcp reports that the pt continues to dialyze with the cahp-210 membrane without incident.